Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant while waiting for the regular list. There was no patient consequence, and no health hazard occurred to the patient. The pump was explanted on (B)(6) 2026.

Manufacturer narrative:
Section g3: the previously submitted report had an aware date of 28mar2026; the correct aware date is 30mar2026. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a routine heart transplant while waiting for the regular list. The device operated as expected. There were no patient symptoms. The device was intended to return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient underwent a routine heart transplantation. There were no reports of problems regarding the device operation. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal portions of the pump cable and the modular cable were also returned. Approximately 7¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the pump functioning as intended for the duration of the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.